Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, due to normal battery depletion, externalized conductors were observed under fluoroscopy. No electrical anomalies were noted. The lead remains implanted. The patient is doing well and will be monitored.